Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced. No defect found. Most likely underline root cause - mlc-020 user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 22-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 201, 190, 263, 227 and 241mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-120mg/dl and expected pm fasting blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly, manufacturer¿s expiration date is 05/25/2022. During the call, a back to back blood test was performed by the customer fasting and produced test results of 240mg/dl and 238mg/dl using true metrix meter; customer was not satisfied with the results obtained. The meter memory was reviewed for previous test result history: (B)(6).